Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Root cause analysis: device history record (DHR):- reviewed the DHR for batch 23g13ged91, there is no abnormality and no such defect detected at in process and at final control inspection. Sample/s evaluation: final control flow rate report of affected batch 23g13ged91 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -9.20% and -3.27%. As no complaint sample was received, further investigation is not possible. Based on the customer enquiries as stated below, the complained data had been reviewed. Aside to this complaint, there is another complaint ((B)(4)) being reported on this same defect for the same batch. Both these complaints are from proximos sa, switzerland. Unfortunately, no complaint sample was received for both complaints and thus further investigation to confirm the defect/ identify the root cause is not possible. Summary of root cause analysis: as no complaint sample was received, further investigation is not possible. Therefore, this complaint is considered as not confirmed. Cause : cause could not be determine corrections/containment plans with effective date: not applicable corrective actions with effective date: not applicable justification: not confirmed note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in switzerland: "easypump overinfusion" according to the complainant, on (B)(6), 2023, the patient was setup on an easypump to have 4800 milligrams (mg) fluorouracil in 240 milliliters (ml) nacl 0.9% administered over 48 hours. The easypump was programmed to infuse the medication at 5 ml per hour (ml/h). However, the therapy had completed after approximately 35 hours. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.